Event description:
It was reported that during an unk procedure, el5ml ligamax clip applier dispensing clips at slightly incorrect angle. Replaced with a new device and the procedure was completed successfully. The procedure was delayed by 5 minutes. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2026. B3: exact event date unk, entered (B)(6) 2026 as only the year was provided. D4: batch # a99j37. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample confirmed no apparent damage, and the opened packaging was returned with the instrument. One (1) clip partially formed was returned inside a plastic bag. During testing, the device was fired; however, the clips did not advance into the jaw. The advancer tip was observed to be bent, and disassembly confirmed the bent advancer condition, with eight (8) clips identified inside the clip track. Based on device history, a bent advancer may contribute to malformed clips. The event is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a99j37 number, and no non-conformances were identified. Additional information was requested and the following was obtained: regarding the below questions, the way customer is explaining is probably close to ¿device firing malformed clips¿. Please clarify "dispensing clips at slightly incorrect angle" did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.